Event description:
An attempt was made to deploy a 2.5mm diameter x 18mm length endeavor rx drug-eluting coronary stent into a patient. The target lesion, located in the lcx #11, was described as moderately tortuous with heavy calcification and 90% stenosis. Pre-dilated was performed; however the relevant device could not cross the lesion and seemed to be caught on calcified portion. It was reported some force had to be applied in order to remove the device, then the stent was stuck and dislodged from the sds balloon in vivo. The dislodged stent was retrieved from the patient with a snare. The patient is reported to be fine and no other sequelae were reported.

Manufacturer narrative:
Secondary intervention: the dislodged stent was retrieved with a snare. Failure to deliver the stent, stent dislodgement. Heavy calcification. Conclusion: heavy calcification. Evaluation summary: a coiled snare catheter with the relevant stent attached was returned for evaluation. Three stent segments on one end of the stent were still intact. Several stent segments were severely stretched and deformed.